Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage'), uterine perforation ('migration/perforation: uterus/ migration of essure device location of device: uterus/ malposition of essure device'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, clonazepam since 2012, trazodone since 2015 and venlafaxine hydrochloride (effexor) since 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury related to essure/ psychological or psychiatric problems condition: anxiety"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), depression ("depression") and eating disorder ("eating disorder"). The patient was treated with surgery (ablation, ablation, and salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and eating disorder outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety, vaginal discharge, fatigue, alopecia, migraine, headache, weight decreased and depression had resolved. The reporter considered alopecia, anxiety, depression, device breakage, dysmenorrhoea, eating disorder, fatigue, headache, menorrhagia, migraine, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), breakage, psych injury related to essure, migration, perforation: uterus, vag. Discharge, fatigue, hai r loss, migraine, headaches, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Reporter and medical history, laboratory data, concomitant drugs were added. Added events depression, abnormal bleeding (vaginal). Updated events psych injury related to essure/ psychological or psychiatric problems condition: anxiety (previously reported psych injury related to essure). Updated evets outcome, onset data of events and reported term. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('migration/perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, psychological trauma and vaginal discharge outcome was unknown and the dysmenorrhoea, menorrhagia, fatigue, alopecia, migraine, headache and weight decreased had resolved. The reporter considered alopecia, device breakage, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, psychological trauma, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), breakage, psych injury related to essure, migration, perforation: uterus, vag. Discharge, fatigue, hair loss, migraine, headaches, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted- bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('migration/perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, psychological trauma and vaginal discharge outcome was unknown and the dysmenorrhoea, menorrhagia, fatigue, alopecia, migraine, headache and weight decreased had resolved. The reporter considered alopecia, device breakage, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, psychological trauma, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), breakage, psych injury related to essure, migration, perforation: uterus, vag. Discharge, fatigue, hai r loss, migraine, headaches, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) conducted bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received ¿ case becomes incident. Previously reported event ¿injury nos¿ replaced by new specific events: breakage, migration/ perforation: uterus, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury related to essure, vag. Discharge, fatigue, hai r loss, migraine, headaches and weight loss were added. Essure indication and removal date were added. Patient date of birth and consumer address were added. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.